Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records (DHR) review was completed for part: 398.41.96, lot: a7ja49. Manufacturing location: tuttlingen, release to warehouse date: week 49, 2000. A manufacturing record evaluation is not possible, the DHR is no longer available due to the age of the instrument (over 18 years old). Product investigation was completed. A broken condition was not observed to any feature of the returned reduction forceps. The received condition did not agree with the complaint description. The complaint was not confirmed during investigation. It was noted that one of the tips was nicked. This issue would not impact function of the device. The complaint of a broken device was not confirmed with investigation. One of the two distal tips was found to be nicked. After a visual inspection, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During investigation, no product design or manufacturing issues were observed that may have contributed have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Initial reporter is synthes sales representative. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during field inventory, the stardrive screwdriver shaft and two (2) reduction forceps were found to have a malfunction. The stardrive screwdriver shaft has warped wedges on the side. While one of the reduction forceps will not hold during latching/ratcheting. The other reduction forceps has a broken point. It was discovered while trying to piece together a set to be used in the account. There was no patient involvement. This report is for one (1) reduction forceps. This is report 2 of 3 for (B)(4).